Event description:
It was reported to resmed that an astral displayed an error message related to a charger fault and unexpectedly restarted. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an investigation can be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: pr (B)(4).